Event description:
The event is reported as: complaint alleges: while preparing to load/fire the 3rd clip, it was found that the clip didn't load correctly to its maximum aperture. The clip was loading with closed jaws. Another applier was used to complete the laparoscopic cholecystectomy. No reported patient injury or patient consequence. Patient's condition is reported as fine.

Manufacturer narrative:
Device sample was not received by manufacturer. No lot # is available. Complaint cannot be confirmed since sample was not available. Manufacturer will continue to monitor and trend relating complaints.